Event description:
It was reported by the customer that biological contamination. Bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar. Repeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: customer reports biological contamination on product: 221291 with lot#: 2110382.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that biological contamination.bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar. Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: customer reports biological contamination on product 221291 with lot#: 2110382.

Manufacturer narrative:
H6 investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2110382 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2110382. Retention samples from batch 2110382 were not available for inspection. Ten plates from batch 2110382 were returned as one unopened sleeve shipped in a box with bubble wrap. Plates were inspected and 1/10 plates had surface bacteria growth in both media (time stamp 0126). The affected plate was submitted to the ID lab and pseudomonas graminis was identified. Three photos also were received for investigation. One photo shows the bottom of a plate from batch 2110382 (time stamp 0126) with growth in the tsa with 5% sheep blood medium visible. Another photo shows the agar surface of an opened bi-plate with growth in the tsa with 5% sb. The last photo shows a sleeve label from batch 2110382 for batch verification. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.